Event description:
It was reported that the customer has passed away. The spouse of the decedent stated that the death had nothing to do with diabetes; the customer committed suicide. The spouse stated that he is not interested in answering any questions and disconnected the call. The insulin pump information was not verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the decedent. No further information is available at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.